Event description:
It was reported the patient presented to the emergency room and that a lead fracture was visible on xray. It was further reported there were high thresholds, loss of capture and high impedance. The lead was reprogrammed until lead replacement could be performed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. For use by user facility/importer(devices only). (B)(4). Concomitant product: 4965 implantable pacing lead 2011 (B)(6).